Manufacturer narrative:
On june 24, 2020, the patient contacted the cr by sending a picture of what appeared to be the lead protruding out of one of the incisions. The cr advised the patient to contact the implanting clinician right away for a follow-up. On june 25, 2020, the cr followed-up with the patient on the status of her condition. The patient stated that she had left a voice mail at the implanting clinician's office. However, she has not heard back as of yet. On (B)(6) 2020, the implanting clinician performed a revision in which the old lead was removed, and a new lead was inserted under the skin. The cr was present for the revision and disclosed the procedure was performed successfully with no complications. On july 06, 2020 the cr followed-up with the implanting clinician to understand the reason why the erosion might had taken place. The implanting clinician stated that thin patient physiology and a superficial target nerve site may have prevented the ability to implant distal end of the lead deeply enough, resulting in device migration. On an unknown date, the cr follow up with the patient to obtain an update on her status; the patient reported feeling well with no further issues. Device erosion is a known adverse event for peripheral nerve stimulation that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator was reported to meet product specifications; the device did not fail to meet specification in such a way that caused or contributed to the event. Device can not currently be received by manufacturer for analysis.

Event description:
Stimwave quality has investigated the details for a reported stimulator erosion submitted to the stimwave complaint system on june 24, 2020, by clinical representatives (cr), in the united states. Cr became aware of this issue june 24, 2020.